Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement not available. Review of the system log file showed that the "enable movement (enmv) request signal is active during system startup" error which resulted in geometry movement issue and this error could caused by the geo module or the interface ttcf. As a part of repair activity, the fse replaced the geo module and ttcb pcb board. After the replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system geometry was not working. The device was in clinical use. Philips has started an investigation of the complaint